Event description:
It was reported that there was an issue with nv214e - vitelene insert h 36mm sym. According to the complaint description, the implant dislocated post-operatively. The dislocation led to metallosis. A revision surgery was necessary. The adverse event is filed under aag reference (B)(6). Other leading material: (400569432) - nv052t - plasmafit poly cup size 52mm h - lot 52697878

Manufacturer narrative:
Investigation results: visual investigation: the provided component was examined visually and microscopically. Furthermore this case was discussed with a specialist from the product management. The underside of the insert shows clearly visible material abrasions. These material abrasions do not follow a regular pattern/are unevenly distributed on the surface. Furthermore the edge of the inlay is noticeably deformed. All these mentioned abrasions/deformed areas originate from mechanical influences. Furthermore clearly visible and noticeable material/metal abrasion on the inner side of the plasmafit cup could be determined. This indicates that the plasmafit cup was in contact/friction with the ball head. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x 2(5)probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale there are no hints for a material problem. The loosening of the inlay in the cup led to the circumstance that the ball head was in direct contact/friction with the cup. This mentioned friction/contact between the ball head and the cup caused metal abrasion in the cup, which ultimately led to the metallosis. The root cause for the inlay loosening remains unclear. The provided x-ray figures give also no hints regarding the root cause for the inlay loosening. It could be possible that excessive stress/load by the patient over a period of time had aninfluence on the inlay which ultimately led to the loosening. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.